Event description:
It was reported when the pressure relief sleeve was connected to the catheter, the catheter could not pass. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy2962 showed 17 other similar product complaint(s) from this lot number.